Event description:
In 2006, pericardiosentasis was performed due to cardial tamponade. A 4fr angiographic sheath was left placed in the situ in the patient. Three days later: after insertion of a wire guide through the sheath, the sheath was removed and the c-pcs catheter was placed in the pericardial cavity with the intention of removing it in a week. Ultrasonography verified that the catheter had been properly placed. A week after catheter placement, the physician noticed that blood had been discharged through the catheter. Two days later: fluoroscopy verified the catheter had perforated the right ventricle. Two days later: the catheter was removed surgically.

Manufacturer narrative:
No product was returned to assist in our investigation. The information provided stated: the physician guessed that the perforation might have occurred during insertion of the wire in 2006. He added that he felt some resistance during wire guide insertion." Based on this information, it is feasible to say this incident occurred as the result of user error rather than a defective or non conforming device.